Event description:
It was reported that after successful deployment of a bifurcated device and a infrarenal aortic extension, the physician experienced difficulties retracting the nose cone of the limb extension into the sheath. Reportedly, it was noted that the nose cone would not retract into the sheath and the mid portion of stent struts were buckling inward on themselves. The physician pushed the sheath back through and was able to open the stent struts to recapture the nose cone with success. The procedure was completed by performing percutaneous transluminal angioplasty of the implanted devices and balloon expanded and relining of the distal segment of the mis-shaped limb extension stent struts using an icast covered stent. The physician indicated the cause of the nose cone retraction difficulty was related to patient anatomy. There was no injury to the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The following updates have been made in this supplemental report. Expiration date corrected from 12/31/2013 to 02/28/2015. The device remains implanted in the patient hence device evaluation could not be performed. Medical records and intra-operative images were provided for clinical assessment and review of the records identified that the non-expanded stent graft in combination with anatomical factors likely led to the reported tip retraction issue. In addition, a manufacturing record review was performed and the lot met all release criteria with no related non conforming material records. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The evaluation aligns with the physician report that the cause of this event is related to patient anatomy.